Manufacturer narrative:
Product analysis summary: a kink was evident on the hypotube. The stent was positioned between the markerbands but not meeting specifications due to deformation of the proximal wraps. Deformation was evident to the 32nd to 34th distal stent wraps with struts raised and stretched. Deformation was evident to the distal tip. The inner lumen patency was verified with a 0.015 inch mandrel. No other damage evident to the remainder of the device. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During a procedure an attempt was made to use a resolute onyx rx coronary drug eluting stent to treat a lesion. The device was inspected with no issues noted. Resistance was encountered when advancing the device. It was reported that stent deformation occurred in vivo during positioning. The patient is alive with no injury.

Manufacturer narrative:
The lesion was in the prox to mid rca. The lesion was calcified, slightly tortuous with 99% stenosis. The lesion was pre-dilated. A little resistance was noted when advancing the device to the lesion. A non-medtronic guide extension catheter was used. The procedure was completed. If information is provided in the future, a supplemental report will be issued.